Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump screen displayed grey lines and that the pump time was inaccurate. Customer did not know why they time was inaccurate. The customer's blood glucose level ranged from 180-240 mg/dl. Reportedly, the display issue resolved itself. Customer corrected the time to resolve the issue.